Event description:
The recipient reportedly experienced loss of lock and pain following a head trauma. Device testing could not be completed due to loss of lock. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection releveled broken antenna wires. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. This device had broken antenna coil wires. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.